Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) verified instrument operation and collected raw data. Raw data file analysis is still pending. The cause of the event is currently unknown. Associated mdrs: 1061932-2012-01917, 1061932-2012-01916, 1061932-2012-01915.

Event description:
The customer reported that erroneous blast results without instrument generated flags were generated from three coulter lh 780 hematology analyzer instruments for three same-patient specimens over multiple days. This report represents the erroneous blast patient result, without instrument flags, generated from a coulter lh 780 hematology analyzer with serial number (B)(4) on (B)(6) 2012. The erroneous result was reported outside the laboratory and while a doctor questioned the result and there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Beckman coulter inc. Assessment of customer supplied data indicated that subsequent manual differential results found blasts present in the specimen. Quality controls (qc) results generated during the timeframe of the event were acceptable. The unit is currently performing within qc specifications with respect to controls and reproducibility. The instrument's flagging preferences were set to "3222" (high level for blast, mid level for variant lymphocytes, immature neutrophils 1). No sample collection/handling data was provided by the customer.